Manufacturer narrative:
Further information was requested but not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker could not be interrogated due to a loss of radio-frequency telemetry. No device intervention was performed and the patient will be monitored. The patient had no adverse consequences.